Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Device not returned.

Event description:
It was reported that the healing abutment (hc563) would not seat. The surgeon reported that there was an abnormal groove on the abutment. Another healing abutment was used to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer healing collar was returned for inspection. A visual inspection identified signs of wear consistent with use, and the threads on the shank are noted to be compressed and damaged at the engaging surface. Functional testing noted that the device no longer seats with a mating in house implant due to this damage. The complaint and malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Device expiration. UDI #: (B)(4). Device availability. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes.